Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 7f sheath hole prior to an interventional heart pump procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with 3 prostyle devices. The use of prostyle devices was aborted. The heart pump was inserted, and the access site remained opened to monitor the heart pump. The patient was sent to the intensive care unit (ICU) post procedure with heart pump in place. After the heart pump was removed, manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.